Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on: (B)(6) 2003: the patient underwent l5-s1 anterior interbody fusion. Posterior fusion of lumbar 3-4 and 5-1. The patient underwent x-ray 4 views of the spine obtained utilizing c-arm fluoroscopy. Per the medical records, there was evidence of coils which were most likely at the l5, s1 and l3, 4 interspaces. There were also harrington type rods with pedicle screws which extend from the level of l3 through upper s1. Preop: 1) nonunion of l5, s1 fusion attempt. 2) discogenic low back pain. 3) segmental instability. Procedure: anterior discectomy l5, s1. Anterior interbody fusion of l5-s1 with metal cages and bone morphogenic protein. Anterior lateral approach, percutaneously to l3-4 with anterior fusion with cages and bone morphogenic protein. Fusion of l3-4 and l5-s1. Demineralized bone graft. Pedicle screw instrumentation from l4 to s1 bilaterally. Perop: 14 mm cages, 23 mm in length were placed with the double barrel guide with drilling, placement with bone morphogenic ii in place. Fixation was good. Table was slightly broken and the abdomen, left flank and back were prepared with duraprep and draped sterilely. A 3cm incision was made in line at the junction and lateral edge of the psoas. K-wire was introduced to the psoas and advanced in the psoas at the junction of the anterior and middle thirds of the vertebral body, slightly directed posteriorly. It was placed into the disk space and observed in ap and lateral x-ray views. Using the fixation system, beginning on the right side, pedicle screws were placed screws were placed in to l3 and s1. L3 was 6.5 mm dia, 50 mm in length. S1 was 7.5 mm in dia, 45 mm in length. A 90 mm upright rod was placed with dissection through the saddles and they were tied down in compression. The same was done for the left side. The facet joints were taken down percutaneously at l3-4 and l5-s1. Osteofill was placed into the facet joints. The fascia was closed with 0 vicryl simple sutures. The procedure was done without complication. The patient underwent the procedure of placement of arterial line and central venous line. Preop: chronic back pain. Procedure: placement of arterial line and central venous line. Perop: a 10 gauge inracath was advanced into the right internal jugular vein using the site rite ultrasound for guidance. A wire was passed through the catheter and the catheter withdrawn. A #11 blade was used to enlarge the puncture site. A dilator was passed over the wire and the dilator withdrawn. An 8 french, arrow, double lumen catheter was advanced over the wire to a depth of 16 cm and the wire withdrawn. Two interrupted silk sutures were used to secure the catheter. (B)(6) 2003: the patient underwent c5-6, c6-7 anterior cervical discectomy, bilateral foraminotomies, fusion, and instrumentation. P re-op: c4-5, c5-6, c6-7 cervical degenerative disc disease (722.4). Cervical spondylosis without myelopathy (721.0), cervical spinal stenosis (723.0). Procedure: c5-6, c6-7 anterior cervical discectomy, bilateral foraminotomies, fusion and instrumentation. (B)(6) 2004: the patient underwent 7 view cervical spine including oblique and flexion- extension images. Impression: 1) c5-6 degenerative disease and marked anterior and posterior spurring. Extensive right neural foraminal narrowing at c5-6 and more left-sided narrowing. 2) apparent old clay shoveler's fracture at the c7 spinous process. No translatory motion. (B)(6) 2004: the patient underwent cervical spine radiography due to disc disease. Findings: anterior plate and screw fixation was seen at the c4 through c levels. Portions of the more caudal cervical spine were obscured by the patient's shoulders on this intraoperative image. The patient underwent x-ray of cervical spine portably due to disc disease and neck pain. Findings: the patient was status post c4 through c7 cervical fusion. Alignment appears grossly anatomic but caudal aspects of the fusion plate were note able to be well visualized on this portable technique. The patient underwent fluoroscopy. The patient underwent chest single view port (ap/pa) due to chest pain. Impression: mild cardiomegaly. The patient underwent left anterior cervical discectomy at c4-5, c5-6 and c6-7 with bilateral foraminotomies. Preop: 1) c4-5, cs-6, c6-7 degenerative disk disease. 2) spondylosis with severe axial neck pain and radiculopathy at c5, c6 and c7. Procedure: 1) left anterior cervical discectomy at c4-5, c5-6 and c6-7 with bilateral foraminotomies. 2) c4-5, c5-6, c6-7 machined allograft prosthetic cage insertion. 3) c4-5, c5-6, c6-7 locally harvested morselized autograft augmentation of machined allograft prosthetic interbody fusion cage. 4) c4-5, c5-6, c6-7 premier titanium anterior cervical plating fixation instrumentation. 5) placement of gardner wells tongs. 6) intraoperative ssep and emg monitoring. 7) intraoperative microdissection under microscope magnification. 8) intraoperative fluoroscopic guidance and localization. Perop: the platysma was divided parallel to his fibers along the medical border of the sternocleidomastoid muscle. Blunt dissection was used to dissect down medially to the sternocleidomastoid muscle and carotid sheath and lateral esophagus and trachea, down to the anterior vertebral body. Once the vertebral bodies were identified, a spinal needle was placed at c4-5 interspace and confirmed radiographically. The longus colli muscles reflected anteriorly in a superior ostial fashion off of c4-5, 6 and 7 and an anterior cervical retractor was brought onto the field and placed on the belly of the longus colli muscles. A palpable left superficial temporal artery pulse was noted and the endo tube tracheal cuff was deflated and reinflated. The annulus was subsequently incised at each level with a #15 blade and removed in a piecemeal fashion, with a combination pituitary, rongeurs and curette. A high speed drill was used to burr down the cartilaginous end-plates, and the anterior osteophyte was harvested for later. Autograft augmentation of machined allograft prosthetic cage. The posterior longitudinal ligament was opened under microscope magnification for microdissection with a sharp nerve hook and removed in a piecemeal fashion with a combination of thin bladed 1-2 mm cervical kerrisons. Since the emg changes were felt to be symmetric, it was unlikely that it was secondary to the left sided surgical procedure; therefore, we continued elevating the blood pressure slightly. Next, grafts were selected, presoaked and packed with the patient's locally harvested morselized autograft and tamped into place at c4-5, c5-6, and c6-7 the premier anterior cervical plate was selected, contoured to the patient's appropriate cervical lordosis and placed in the surgical site. Pilot holes were drilled to a depth of 13 mm, and 15 mm screws were placed at c4-5, 6 and 7 aimed at the appropriate trajectory. (B)(6) 2004: the patient underwent two view of cervical spine x-ray. Impression aligned cervical fusion. (B)(6) 2004: the patient underwent two view cervical spines fle and ext only. Impression: anterior spinal fixation. (B)(6) 2005: the patient underwent CT scan lumbar spine of t12-s1. Impressions: status post fixation l3-s1. No neural encroachment seen. The patient underwent lumbar myleogram. Impressions: limited myelogram showing no definite significant abnormality. (B)(6) 2005: the patient underwent bone scintigraphy with spect. Impressions: normal bone scintigraphy, including spect imaging involving the thorax, abdomen and pelvis. (B)(6) 2005: the patient underwent two view chest pa/lateral. Impression: spinal catheter and prior cervical thoracic fusion. No acute cardiopulmonary abnormality. (B)(6) 2005: the patient underwent l3-4, l4-5, pseudoarthrosis, malunion of fracture fusion (733.82) and recurrent lumbar spinal stenosis(724.02) and low back pain(724.2) procedure: l4-5, l5-s1 removal of instrumentation, inspection of fusion with possible redo lumbar decompressive laminectomies, medial or complete facetectomies, foraminotomies, disc exploration or discectomies, with posterior or transforaminal lumbar interbody autograft fusion with possible use of bilateral allograft, carbon fiber, bio absorbable or titanium cages, titanium pedicle screw instrumentation, and posterior autograft fusion. Iliac harvest of autograft through separate fascial incision.